Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's blood glucose level was 514.8mg/dl. It was reported that the customer treated with manual injections. It was reported that the customer had issues with no delivery alarm. Troubleshoot was conducted. It was reported that the alarm was caused by infusion set and or reservoir occlusion. It was reported that the set and reservoir would be replaced and returned for analysis.